Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe was received, with a tip protector, in a pouch, for the report. The sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for actuation, nonconforming for aspiration; however, no bubbles were observed, the sample was found nonconforming for cut. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard pictures. Wear marks observed along the inner cutter. Gouge marks observed at several location along the inner cutter. The sample was tested with a syringe and no resistance was felt. The sample was retested for aspiration with the probe driver and was able to aspirate. The initial aspiration test failed due to an interference in the aspiration path and once the interference was removed the probe was able to aspirate. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A photo attached to the parent complaint was reviewed by the investigation site. The picture shows a pouch label with same product and lot number as reported. The complaint evaluation does not confirm the report of bubbles came from probe. The complaints evaluation does confirm the probe had aspiration and cut failures. The root cause for the cut and aspiration failures as well as the foreign material observed is due to the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes. Although the reported event was reported to have occurred prior to surgery, it appears that the probe has experienced a use much greater than the typical timeframe of the vitrectomy portion of the procedure. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all and excess usage will also introduce a greater amount of surgical material, increasing the likelihood of partial or full occlusion of the aspiration path. The reported bubble from probe was not confirmed, and it appears that the observed aspiration and cut failures were due to excessive use of the probe by the user; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The nurse reported that bubbles came from probe and there were no cutting and aspiration working before the vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no patient harm. Additional information requested and received that there were no cutting and aspiration working.